Manufacturer narrative:
(B)(4). Evaluation summary: this report for 2 transfer sets with leaks was confirmed in the lab. The results of a sample evaluation revealed that the silicone tubing of one transfer set was separated from the patient connector and a second transfer set had a cut approximately 3" from the patient connector. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
Baxter (B)(4) reported that after use for a few days it was noted that the fluid cannot be stopped even if closing the clamp. No patient injury or medical intervention was reported. No further information is available.